Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID# (B)(6).

Event description:
During a procedure, the diamondback coronary orbital atherectomy device (oad) was used to treat the 90% stenosed, concentrically calcified target lesion that was located in the proximal right coronary artery (rca). After two treatments on low speed, the oad was removed from the patient, and the lesion was observed via imaging. The oad was reinserted, and a proximal to distal treatment pass was performed. Following the treatment, the oad driveshaft was observed to be fractured. It was noted that no abnormal sounds or resistance was observed. The driveshaft fragment was retrieved via a snare, and the procedure was completed. The patient condition following the procedure was good.

Manufacturer narrative:
The reported oad was received for analysis. The driveshaft was fractured at the proximal edge of the crown, and the distal driveshaft fragment and crown were not returned. Scanning electron microscopy was performed on the fractured driveshaft filar's and identified fatigue striations. This damage is consistent with the driveshaft flexing at the weld location. The exact root cause of the damage was undetermined, however, it was hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. A guide wire passed through the remaining driveshaft and oad handle with no resistance. The oad spun at all speeds and functioned as intended. At the conclusion of the device analysis, the reported event of a driveshaft fracture was confirmed. The coronary oas instructions for use states, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance.". The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).